Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the product presented an energy failure, did not work and did not perform its function. There was no bleeding reported in excess of 250cc. There was no unanticipated tissue loss. The case was extended by more than 30 mins.